Manufacturer narrative:
Method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the rear therapy electrodes (tes). It was reported that the skin was raw and sore. The patient's nurse put a padded dressing on the affected area. Follow-up indicated that the irritation was still present but better.